Event description:
There were four resolute integrity rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the lcx and 3 in the lad. It is reported that the patient expired due to renal failure and pulmonary infection approximately 3 weeks post index procedure. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).